Event description:
The facility biomedical tech contacted tech support on (B)(6) 2013, requesting a hemodialysis machine functional check. The facility requested this check following a reported pt code during treatment. Clinical details of the reported pt code were not provided.

Manufacturer narrative:
The hemodialysis machine (plant investigation) is currently undergoing eval. Based on the information provided, it is unk how the device may have caused or contributed to the reported event. The post market clinical department is in the process of requesting medical records and additional clarification regarding the reported pt code during treatment. A supplemental report will be submitted once the plant investigation and clinical investigations are completed. This is one of 6 MDR's submitted to document this reported event. Please ref the following MDR numbers: 8030665-2013-00391, 1713747-2013-99913, 1225714-2013-01159, 1225714-2013-01160, 1713747-2013-00085.